Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was in the wall cabinet when it sparked and a flame was seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attributed to the use of non zoll recommended batteries in the device. The batteries used by the customer resulted in damages to the device. The device sustained burn damage on the battery board and battery cover. The battery board and battery cover were replaced. The device was recertified and returned to the customer. The operator's guide recommends the use of duracell batteries. Analysis of reports of this type has not identified an increase in trend.